Event description:
It was reported that the pumps critical alarm had been activated several times for the last five days. The patient did not experience 'any lack of treatment.' During medical examination the doctor found him "as usual". The pumps log shows, that the critical alarm had been activated for the last two days. The log shows no pattern. The motor stalled and 'restart by it selves.' The logs reveal that the pump had motor stall and motor stall recovery 15 times in a period of 31½ hours. No MRI's had been performed. The pump reservoir volume was checked; 12.1 ml was taken out; 11.3ml were expected. The patient was sent home for continuous monitoring of treatment and alarms. The plan was to explant the pump. It was noted there was no injury and 'the patient is clinically doing well. No lack of effect.' The pump was delivering lioresal.

Event description:
Additional information received reported that the pump had been interrogated again at the operation room on the date of this report. The pump was then explanted and it had been ¿destroyed by the staff the normal way.¿ the pump was not returned to manufacturer.

Manufacturer narrative:
Physician programmer model# 8840, serial# (B)(4), catheter model# 8709, serial# unk, implanted: unk, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).